Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead is beginning to erode through the skin. The patient underwent surgical intervention on (B)(6) 2016 where the lead was explanted and no purulent drainage was present. The physician cut the lead and extension and left a portion of the extension in the ipg and the left the ipg implanted.

Event description:
Follow up information identified surgical intervention may be pending to implant a new ipg and lead.

Event description:
Follow up information identified the patent underwent surgical intervention on (B)(6) 2017 where the physician attempted to implant a lead, however after many unsuccessful attempts the procedure was aborted ( reference mr. Report:3006705815-2017-00871). The patient will be referred to a neurosurgeon for further surgical intervention.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where a new replacement lead was implanted. Effective and bilateral coverage was achieved postoperatively thus resolving the issue.